Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer powered up with a "serious programmer problem during installation" error, and the programmer failed common mode wrist tests, and the link electronic module (lem) was therefore replaced and calibrated, and the software was reimaged and reloaded due to the error and the lem replacement. Analysis also found that the keyboard was missing a key, that the overlay screen was cracked and there was a noisy system fan. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
The programmer which was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.